Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. X rays were provided and reviewed. Possible polyethylene wear was noted due to asymmetrical appearance of the head. There is prominent appearance of the femoral stem suggesting possible malposition. A possible incomplete fracture of the cement was noted proximally and laterally in the region of the greater trochanter. Osteopenia was noted as well as vasco calcifications. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No revision has been reported to date. X rays were provided and showed malposition of the stem and osteopenia. No further event information available at the time of this report.